Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2306021: (B)(4) items manufactured and released on 13-jun-2023. Expiration date: 2028-05-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department: revision 2 weeks after primary tha due to a periprosthetic fracture in a overweight female patient. According to report the stem subsided due to the fracture clearly visible on the radiographic image. There is no reason to suspect a faulty device.

Event description:
Revision surgery for femur bone fracture 2 weeks after primary. The stem was 10mm subsided due to the fracture. Stem and head revised successfully.